Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 02-JUN-2020 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE HALF HEIGHT DRAWER 4.1 AND 4.2 WAS FAILED. A FIELD SERVICE ENGINEER (FSE) REPLACED THE DRAWER CONTROLLER BOARD AND INTERFACE BOARD TO RESOLVE THE ISSUE. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY, DRAWER 4 FAILED AND WAS CAUSING TOTAL PYXIS BLACKOUT. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, drawer 4 failed and was causing total pyxis blackout.The customer stated that there was a delay in patient care.As per part investigation, it was determined that short circuit on diode D501 and MOSFET Q501 on both Drawer Controller (P/N: 151622-01) and by a fluid ingress in the PMC (pyxibus module controller) HH (P/N:151630-01).There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of Pyxis drawer failure was confirmed during Field Service Engineer (FSE) testing and subsequently confirmed in the DCHU testing and inspection process. According to the Work Order (WO) (b)(4), the FSE replaced in the MedStation ES main half height cubie drawer 4-1 and 4-2 the drawer controller and drawer interface board (PMC board). The FSE performed MedStation ES drawer confirmation, performed hardware test application software diagnostic. Customer performed multiple drawer inventories. During DCHU Visual Inspection: P/N: 151630-01: Fluid ingress was observed on the PMC (pyxibus module controller) HH. P/N: 151622-01: No damage was observed. During DCHU Testing: P/N: 151630-01: Testing was not required since the fluid ingress was confirmed. P/N: 151622-01: DMM testing was performed on both drawer controller, and discrepancies were identified in the measurement results. The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:It was determined that the root cause of the complaint component was generated by a short circuit on diode D501 and MOSFET Q501 on both Drawer Controller (P/N: 151622-01) and by a fluid ingress in the PMC (pyxibus module controller) HH (P/N: 151630-01) which led to circuit instability and compromised the drawers functionality.